Event description:
Complaint received reporting component breakage with use of one 12512-01 microclave clear connector. The initial info received reports on (B)(6) attending ER clinician was preparing to flush a 12512-01 microclave clear connector mated to a bd saf-t-intima peripheral IV catheter and visually detected a blue colored fragment in the tubing. The clinician determined this segment broke off the microclave clear connector. The involved devices were removed and replaced. There were no reported adverse pt consequences. The MFR has made multiple requests for additional event/usage info and device return status. As of the date of this report there has been no response.

Manufacturer narrative:
A digital photo was provided. Visual eval of the photographed side of the microclave clear connector showed no breakages/defects. The photo did show an unidentified "blue colored" particle/marking in the bd saf-t-intimal catheter line. The photo was inconclusive in identifying the particulate material composition, origin of the particulate. A review of the mfg lot build database for the reported lot # 47-466-sl (mfg 12/2014) showed (B)(4) units were mfg, tested, inspected and released. There were no exception documents generated during the lot build. A review of the complaint database for this list#, lot# and similar issue recorded no additional reports. The involved device was not returned for analysis and confirmation. The 12512-01 would have been pre-tested/primed prior to use. Upon removal of the involved 12512-01 the attending clinicians did not report any visual device/component surface damages, defects and/or abnormalities. The exact causes of the reported event/product issue are unk.